Event description:
It was reported to philips that the device failed the ops check and gave a "power supply failure" message. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's op check failed. No further details regarding the alleged failure were reported. It was reported that the failure was observed during device testing. There was no reported patient involvement.